Manufacturer narrative:
This report is for an unk - screws: locking trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image provided in the attachment ¿(B)(4) additional information from sales consultant dec 07, 2019¿. The image shows that the femur broke however there is no allegation against the device that contributed to this complaint. Therefore, the complaint of an adverse event occurring is confirmed. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision procedure due to a fracture occurred on the femoral neck system (fns) distal screws after the patient fell causing a sub-trochanteric fracture of the hip. Initially, the patient was implanted with the reported fns last (B)(6). The surgeon indicated that the fns screws were placed really posterior leading to a stress riser. During the revision procedure the fns plates and screws were successfully removed and the patient was revised to trochanteric fixation nail advanced (tfna) augmentation system. It is unknown if there was a surgical delay. Patient status was unknown. This is report 4 of 5 for (B)(4). Related product complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. ID ¿ case #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision procedure due to a fracture occurred on the femoral neck system (fns) distal screws after the patient fell causing a sub-trochanteric fracture of the hip. Initially, the patient was implanted with the reported fns (B)(6). The surgeon indicated that the fns screws were placed really posterior leading to a stress riser. During the revision procedure the fns plates and screws were successfully removed and the patient was revised to trochanteric fixation nail advanced (tfna) augmentation system. There was a 10 minutes surgical delay reported. Patient status was good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.